Manufacturer narrative:
Investigation of returned suspect system control board finds that the reported issue was confirmed to be caused by an electrical failure of the board. Installed system control board in imaging test system. Turning key on ias to the right applies power, but will not latch on. No sys control beep occurs and the lift and shift engages immediately. Releasing the key the ias shuts off.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The system control board was replaced and the issue was resolved. The system control board has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system has a corrupt system control board. There was no patient present when this issue was identified. No additional details were provided.